Event description:
It was reported that the device gave a double beep alarm with a cassette attached. The reporter confirmed the issue occurred during testing with no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. Investigation was unable to repeat customer's reported problem. No problem was found with the pump displaying or alarming "double beep with cassette/screen damage" messages during the investigation. Visually inspected the pump and found it had fluid ingression and scratched lcd lens. According to the investigation, the "double beep with cassette/screen damage" issue possible was caused by fluid ingression. Investigator's recommend that the pump downstream occlusion sensor and lcd lens be replaced. Further investigation found user interface issue (fluid ingression / main body / barrel clamp seal). This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was returned in good physical condition. Functional test was performed and the reported problem was not replicated. No problem was found with the pump displaying or alarming "double beep with cassette/screen damage" messages during the investigation. The device was visually inspected and found it had fluid ingression and scratched lcd lens. The "double beep with cassette/screen damage" issue was possibly caused by fluid ingression and defective downstream sensor. The root cause was deemed to be user induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.